Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm or motor position encoder error alarm noted. Unable to test for excessive no delivery alarms due to prime anomaly. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery a few times and she received motor error alarms. Customer's blood glucose level was 276 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.